Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that a patient underwent total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2024. The patient reported pain for several months. A CT scan revealed polyethylene (pe) liner breakage, with contact between the head of the neck and the bottom of the cup. Subsequently, the patient underwent a revision surgery with radial bone graft procedure on (B)(6) 2026

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b6, d9, h3, h6, h11. The reported event could be confirmed since the affected device was returned for investigation. Based on the available information, the incident is not attributed to a manufacturing or design defect of the specific returned device. After a thorough investigation (returned device, medical imaging, DHR review and complaint history review), it appears that the failure is primarily related to early loosening or non osseointegration of the cup leading to intra prosthetic conflict and premature breakage of the pe liner.